Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx defibrillator indicating that there was a battery failure, the fuel gauge lamp was lit and did not turn off. A good faith effort attempt was made to obtain additional information regarding the nature of the event. A response was not received. The device was not in clinical use at the time the issue was discovered. Available details indicate that it is unknown how this issue was resolved. A good faith effort attempt was made to obtain additional information but was unsuccessful to date. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. We are unable to confirm the final disposition of the device because a good faith effort was made to obtain additional information on how this issue was resolved for the customer but has been unsuccessful to date. The resolution is unknown at this time. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.